Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation of the patient's implantable pulse generator (ipg) system revealed the right atrial (ra) lead had high thresholds and the left ventricular (lv) lead demonstrated possible high thresholds. The ra and lv lead remain in use. No patient complications have been reported as a result of this event.